Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A4: weight/weight units- correction b5: describe event or problem ¿ correction d4: UDI number - additional g3: date received by manufacturer - additional h2: additional information/correction h10: corrected data h6: component code -additional h6: investigation findings -correction h6: investigation conclusion -correction

Event description:
It was reported that the readings froze. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be an error with an event handler which caused the app to prevent the trend graph and current estimated glucose value from updating. No injury or medical intervention was reported.